Event description:
The customer reported a 246.4710 error. There was no reported patient involvement.

Manufacturer narrative:
Additional information provided: b3. The customer reported problem was confirmed. Technical support performed troubleshooting with the customer over the phone and confirmed the logic board alaris infusion error 246.4700. A review of the device history record for sn (B)(6) was performed from 04/21/2016 to 8/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue was the logic board.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a 246.4710 error. There was no reported patient involvement.